Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2014-08054 and 1627487-2014-08055. It was reported the patient was scheduled for a revision surgery on (B)(6) 2014 due to low impedances and loss of stimulation in the legs and back. The patient's leads and ipg were explanted and replaced.